Event description:
User receiving discrepant ck results for one patient in 2008, initial result was 12 u/l, repeat result was 6 u/l. Erroneous results was not reported. If additional information is received, appropriate notification will be provided.